Event description:
Information was received indicating that a no disposable, pump wont' run alarm was noted with a smiths cadd cassette reservoir. No patient consequences were reported. No adverse effects were reported.